Event description:
The MFR was notified by a durable medical equipment supplier (dme) of an infant death that occurred while an apnea monitor was in the home. The father of the infant reported the apnea monitor was in use at the time of death ((B) (6) 2009 at 7:43 am) and alleged it did not annunciate an alarm. The apnea monitor was in the custody of the county coroner until jan 5, 2010. The dme returned the apnea monitor to the MFR for eval. The MFR was unable to confirm the report that the apnea monitor was in use at the time of death, or that the apnea monitor had failed to audibly alarm. The apnea monitor was visually examined and tested by the MFR using a simulator in accordance with the smart monitor 2 checkout procedure manual ((B) (4)). The apnea monitor detected and alarmed appropriately for simulated events and passed all required testing.

Manufacturer narrative:
The apnea monitor's memory data was downloaded and analyzed by trained associates. The downloaded memory revealed the apnea monitor was turned off at 6:14:49 am on (B) (6) 2009 and was not turned on again until (B) (6) 2010 at 2:02:22 pm at which time the device had been returned by the coroner to the dme for memory download. The memory data also showed the apnea monitor recorded eight equipment events that triggered an audible alarm prior to being turned off on (B) (6) 2009. The data from the apnea monitor's download indicates that the device was not turned on by the caregiver and did not record any use during (B) (6) 2009, the date of the adverse event. Based on all available info, the MFR believes that the apnea monitor associated with this report was not in use at the time of death and, further, that the device operated as designed. Therefore, the MFR concludes that no further action is appropriate.